Event description:
The rn tried to separate the metal frame from the transfusion bag to re-infuse the blood. She was unable to separate the metal frame from the bag.rn was not able to transfuse the blood.there was no patient harm. We have met with the company and their representatives. They are investigating this event.